Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. Without a lot number a review of the manufacturing records could not be conducted. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: 12/06/2004 - the patient underwent an unspecified pelvic procedure with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to previous information. This supplemental emdr is being sent to document additional information provided by the patient's attorney including limited post implant medical records and additional general patient outcome allegations. The information provided identifies that the patient underwent procedures including vaginal cuff tear repair (2000), total pelvic mesh repair with implant of bard/davol flat mesh (B)(6) 2004), and additional repair procedure for perforation of the vaginal cuff (B)(6)2005). During the (B)(6) 2005 vaginal cuff repair it was noted that the mesh was not exposed. During a post implant procedure on (B)(6) 2006 the patient underwent digital exam of the rectovaginal plane where it was noted by the physician that the "showed good position of the mesh (davol flat). There was no stigmata of previous perforation.¿ there are no medical records provided beyond (B)(6) 2006; therefore, the patient's full clinical course is unclear. The general patient outcome allegations includes an allegation of infection. The description does not clearly identify the infection as mesh related and the medical records provided dont indicate treatment for an infection, however the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the limited information provided, and the patient's complex medical and surgical history , there is no way to determine whether the bard/davol mesh may have caused or contributed to the patient¿s alleged experienced adverse event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. With the current information available, no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2017, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2004 - the patient underwent an unspecified pelvic procedure with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patients attorney which included post implant medical operative report and additional general patient outcome allegations: 12/ni/2000: the patient underwent vaginal cuff tear repair. (B)(6) 2004: the patient was diagnosed with pelvic floor prolapse and underwent a total pelvic mesh repair with implant of a bard/davol flat mesh which included the sullivan strut technique and a left oophoropexy. It was noted that a bard/davol flat mesh was cut into a hockey-shape and with the broad end secured to the prolene sutures in the sacrum. Then the silk was used to tack the anterior lateral wall of the rectum to the sacral perineal mesh. Two separate strips of mesh cut about 1 cm wide and 10 cm long wre then secured onto the medial and lateral aspects of this sacral perineal mesh, using a series of silk. This was then placed lateral to the vaginal ledge bilaterally secured with again silk and a separate strip of esh cut about 4 to 5 cm long, 1 cm wide and then placed onto the anterior surface of the vagina, securing the 2 lateral bard/davol flat mesh struts. (B)(6) 2005: the patient was diagnosed with perforation of the vaginal cuff and underwent a repair procedure. It was noted that during this dissection it became apparent that the vaginal cuff had become completely disrupted between the sacral perineum and the sullivan strut (bard/davol flat mesh) which had been placed between the bladder and the anterior wall of the vagina. It was noted that "the mesh was not exposed". (B)(6) 2006: the patient had a md office exam with complaints of constipation. Per the exam notes, ¿digital exam of the rectovaginal plane showed good position of the mesh (bard/davol flat mesh). There was no stigmata of previous perforation.¿ patient was recommended to have a cystodefography performed to evaluate her bowel function. Alleged outcomes attributed to device of pain, erosion, infection, urinary problems and dyspareunia.